Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2. The hp stated the she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial dwell 2 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The patient stated the she was connected at the time of the alarm and had not disconnected prior to the alarm. The patient stated all bags were properly spiked and connected and there were no patient extension lines in use. The patient confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A care giver (cg) contacted (B)(4) regarding an over-prime that occurred on the home choice (hc) unit at prime. The cg stated that a little water came out of the patient line in prime. The technical service representative explained to the cg that it was ok; the cap was still on the patient line. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.